Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. Visual observations revealed that the upper part of the jaw is bent and distorted, the jaw was also broken and is kept in place by the pin. It was observed that the jaw is bent in such a way that the alignment with the lower part is off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. However, no information was available regarding the procedure. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. Further, it was noted that the triggers work fine, but the needle does not fire smoothly. This also may be an indication of repeated heavy device usage. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4). Depuy mitek has been informed that the lot number of this device is not available. Related medwatch: 1221934-2017-10713, 1221934-2017-10696.

Event description:
The sales rep reported via phone that when he arrived at the facility, the customer handed him a bin with 10 expressews without hook. The customer told the sales rep that some guns are bent, not firing smoothly, breaking needles, or cutting suture. The customer could not provide the sales rep with event dates or which gun have which failure modes. The sales rep is currently working on obtaining some more information from the customer in regards to these devices. The devices will be returning for evaluation. The sales rep could not obtain any more information regarding the described event.